Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad cover was removed and contamination was found under the down arrow and contrast button contacts; the keypad buttons responded appropriately to presses. Unrelated to these issues, the keypad cover was observed to be torn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, as well as contamination under the keypad button contacts. This report is made based on results of investigation completed on 11/06/2015.